Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device and send it back for lab analysis. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device and send it back for lab analysis. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was depleting sooner than expected. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.